Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6) . Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when trying to implant the preloaded intraocular lens (iol), it got stuck in the injector. An attempt was made to remove the iol to change the injector, but this was unsuccessful. The damaged lens did not come into contact with the patient. Another iol was implanted to complete the procedure. No further details provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-jul-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was broken, with the lens module and cartridge separated from the device. The lens module was bent creating a gap between the cartridge. The damage observed was consistent with the handpiece being broken to remove the lens module and cartridge. The plunger rod tip was damaged. The cartridge was inspected revealing that the cartridge tip was deformed, consistent with the device being used. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module was inspected and ovd was observed inside, indicating that an excessive amount of ovd may have been used which could contribute to the complaint issue reported. The lens was visually inspected and found to be coated in viscoelastic residue. The lens was cleaned, and no issues were identified. The complaint issue "lens damaged" and "stuck in cartridge" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.